Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's stimulation had not been working right since implant. Patient stated they got hemorrhoids from the implant so they had surgery to get them removed. Patient was in pain from the surgery. Patient also stated that every time they went to the bathroom, so little comes out at a time and they never felt empty. Patient wanted help changed programs, so they switched to program 2 and increased to 1.0v where they felt stimulation comfortably in the correct area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient would have to have the device removed if they couldn't find a doctor to help them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had hemorrhoids because she could not go to the bathroom and the implantable neurostimulator (ins) was not working. She had the hemorrhoids removed. Also, the new implanted ins has never worked since implant and she could not feel the stimulation ever (since implant). It was noted that it hurts if she tried to increase on program 2. The patient could not go to the bathroom since the device was implanted and she was taking mineral oil since (B)(6) of 2017, which was helping her go to the bathroom. The patient reported that her hcp does not want her to take mineral oil and the mineral is no longer working for her. The patient had requested an x-ray of the ins and leads, which the hcp has not done. During troubleshooting, the programmer showed the stimulation was on. After troubleshooting, the patient was able to feel stimulation in the correct area and the stimulation issue was resolved. The patient would monitor her symptoms and if the therapy was still not working her, she would contact another hcp. Furthermore, the patient called back twice concerning hcp listings. It was documented that the hcp was were sent to the patient. There were no further complications or anticipations reported with this event.